Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, the patient had vaginal wall mesh exposure (grade 3a) which required surgical treatment, endoscopic treatment, treatment with ivr (treatment that did not require general anesthesia). The mesh exposure was treated with surgical resection and wound closure in the operating room. The patient was under observation and the wound had noted to be in good granulation. The patient visited the facility due to small amount of genital bleeding on (B)(6) 2015. Mesh exposure was observed. Trimming of the exposed mesh was performed on (B)(6) 2015. Reportedly, it was difficult to capture the visual field in the significantly obese person with height of 151cm and weight of (B)(6) kg, so it was performed under lumbar anesthesia.